Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet's display screen was cracked to the extent that the touchscreen was unresponsive, consistent with a device mechanical damage issue involving the display assembly; the customer provided photo evidence, and the serial number and shipping address were verified, after which a replacement ilet was issued with instructions to return the damaged unit. Symptoms included none, as blood glucose levels were reported in range and unaffected. Outcomes included temporary discontinuation of ilet therapy and reversion to an alternative insulin therapy while awaiting the replacement device, with no medical intervention, hospitalization, or long-term impact reported. Investigation included customer interview, review of user-provided images, and logistical verification and inspection of the returned device. Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.